Event description:
The line was placed on (B) (6) 2009, and removed on (B) (6) 2009 because, the line broke. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.